Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The complainant had impella 5.5 pump placed to support 60-year-olld male patient who was in cardiogenic shock (cgs) and acute myocardial infarction (ami). The pump was supporting as care escalation from an intra-aortic balloon pump (iabp). The pump was seen to have sterile sleeve damage on day 13 of the support. The team cleaned it and wrapped in tegaderm. On day 14 the patient was seen to be bleeding and so the team reduced the ooze by use of surgicel. Patient still awaiting transplant. Pump remains on for support at this time.

Manufacturer narrative:
The investigation of access site bleeding and product damage (sterile sleeve damage) has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-23216. A5 ethnicity. D6b missing. E4 should have been left blank. G1 reporting contact email revised in accordance with updated procedures.